Manufacturer narrative:
On 10/13/2021, infutronix confirmed with the user facility that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021, a distributor of infutronix reported a complaint on behalf of an end user: "an administration set model hs-004 lot n/a. Tubing came disconnected and caused a leak." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. On 10/13/2021, infutronix received additional information from the user facility :"this tubing will not be saved to be returned and it was not a tubing issue. The issue was the patients needle had come out of the port and that caused the leak." The contract manufacturer of the affected device is (B)(4).